Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose was 93 mg/dl. Customer felt nausea due to his high blood glucose. Customer treated with a pen and humalog. Customer stated that he wants a replacement pump. Customer completed the self test and the displacement test and the pump passed the test. Customer mentioned that he has been a diabetic for 30 years and a pump wearer for 8 years. Customer will be sent a tubing clamp. Customer stated that once he gets down to 20 units on the pump, his blood glucose rises to 400 mg/dl. Customer stated that the pump shows that he is being given insulin but his blood glucose is still rising. Customer performed a 5.0 unit fill cannula and the drops were seen and there was a no delivery alarm. Customer stated that he is getting a suspend alarm and resumes the pump without any problems.